Manufacturer narrative:
The technician found the brake linkage and a retainer screw were broken. The technician replaced the brake linkage and the screw to repair the stretcher.

Event description:
Information received indicates when the brake is applied; the casters would on lock on one end of the stretcher.